Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose increased to 450 mg/dl after eating (B)(6). The patient felt tired and lethargic, and he treated via manual insulin injection. During troubleshooting, there were no anomalies noted with the insulin pump or its consumable treatment components. The insulin pump was not returned for analysis.